Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient was having pain while treating with the bhs unit. The customer service representative spoke with patient and the patient stated that she was having pain is in the left leg. It was where the rod and pin meet. The pain was when she uses the stimulator and when it is off. The patient will be seeing her doctor on friday and will call us back. No additional patient consequences/ further information has been reported. The sflx-4 coil was not returned for further evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6)2023. D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is having pain while treating with the bhs device (sflx 4 coil). The patient states she is having pain is in the left leg. It is where the rod and pin meet. The pain is when she uses the stimulator and when it is off. The patient will be seeing her doctor on (B)(6) and will call us back. No replacement product sent to the patient at this time, no product to return.